Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage located at the case found on (B)(6) 2022. Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to perform the displacement test, prime, seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error alarm during the rewind test. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found a corroded motor home switch. No evidence of physical or moisture damage on the pcba1, pcba2, force sensor and vibrator assembly noted. Pump error alarm was recorded and found in the formatted history file on: may 20, 2022 14:38:44.000 may 20, 2022 14:39:24.000. No pump error alarms on the formatted history file noted. A test motor was used and continued testing. The pump passed the rewind test. In conclusion, the pump had a constant pump error 38 alarm during the rewind test due to a corroded motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the pump case. Pump error alarm was confirmed. A constant pump error alarm during the rewind test due to a corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states. .

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The customer will discontinue to use the product.